Event description:
A us distributor contacted zoll to report that battery pack sn (B)(4) was unable to power up a monitor.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (won't power up monitor) has been confirmed. Upon investigation the battery pack was unable to power up a monitor. The cause for the failure was isolated to excessively discharged battery cells. The root cause for the excessive discharge could not be positively identified. No adverse event resulted from the defective battery pack.